Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: while performing pm, tank test failed, dropping from 300 - 280 in about 2 seconds. Leak tests passed on the front end.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: complaint investigation. During preventive maintenance, the ptank test failed, showing a rapid pressure drop from 300 to 280 within approximately 2 seconds. The leak test passed. No patient was involved. Ptank shows the tank pressure and the fast drop indicated a technical issue. Upon investigation, the root cause was identified as a defective tank overpressure relief valve. In consequence (correction) tank overpressure valve was replaced. Following the replacement, the device worked as intended.